Event description:
Patient was positioned in surgery for a laparoscopy. Legs were in yellow fin stirrups. Procedure had started when all of a sudden patient's right leg in the stirrup fell down to the side of table. Leg was caught by dr. And held by nurses. Upon inspection of patient's right leg no injury was noted per dr. The stirrup was then inspected and was found to completely have snapped off at metal attachment to stirrup. Upon inspection of the floor a piece of the metal screw was also found and taped to the stirrup.